Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 36.5 and 92.0 cm from the proximal end; the stretch resistant wire (sr-wire) was fractured and the proximal constraint sphere was intact with the distal detachment tip (ddt); the coil was damaged. Conclusions: evaluation of the returned device revealed that the ruby coil sr wire was fractured and the pusher assembly was kinked. The sr wire fractured damage typically occurs due to improper handling during use. If the device is retracted with force against resistance, it is likely that damage such as this may occur. The kinks to the pusher assembly were likely incidental during packaging the device for return. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached in the microcatheter and was removed. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.